Event description:
A resident was inserting an iupc in a woman during labor and the uterus was allegedly perforated. The initial reporter felt this was a user related issue and not related to the product because she has seen this happen before with residents that don't know how to handle the product. The initial reporter did not know why the resident was inserting an iupc. But apparently he met some resistance and then pushed it forward a little bit more and it went in. After insertion of the iupc the pt had severe pain and it was realized that the uterus may have been perforated by the iupc. The pt had a stat c-section to deliver the baby and a repair for a perforation of the uterus. The pt and baby were reported to be fine afterwards. The actual device used was discarded and therefore could not be evaluated by the MFR.